Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow and then over infused. After the device was connected to the patient the device did not flow for the first 12 hours. The following morning the nurse rinsed the tubing (with an unreported substance) to induce flow. Flow then was established and the following day the patient noted the device was empty. The expected therapy time was 48 hours; however, the infusor was empty at approximately 24 hours after flow was initiated. The device contained 5-fluorouracil and unspecified solution for a total volume of 97ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11 h4: the lot was manufactured between august 9, 2023 - august 10, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.